Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after performing a 7 hour thoracolaparotomy excision of the esophagus, the surgeon noted post-operative bleeding in the surgical drain. It was found that the dorsal artery had not been completely sealed and the pt required a second procedure. Manual ligation was performed to stop the bleeding during the second procedure. The pt lost a combined total of 3500cc of blood from the procedures.